Manufacturer narrative:
Manufacturing records were reviewed and found no deviations, non-conformances, or other manufacturing issues related to the reported event. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient presented for cataract surgery with a dense cataract and a thin capsular bag. Following cataract removal, during implantation of a light adjustable lens, the capsular bag tore as the leading haptic was inserted. The lens was subsequently placed in the sulcus. The patient was reported to be doing well following the procedure. No additional information is available regarding the reported event.